Event description:
The combo wire curve was displayed during the operation check prior to insertion of the wire in the artery, but it disappeared while advancing in the artery at the second insertion. The wire was turned on again as troubleshooting, but the curve didn't recover. The wire was not used for the rest of procedure any longer. The second wire used in place of this wire functioned as intended and accomplished the ffr procedure. The device experience as reported is not reportable and was classified as a lower priority case. However, when the device was returned on 12-29-2009 and evaluated on 02-03-2010, the wire was visually inspected and an approximately 0.3mm x 0.3mm portion of the sensor had been crushed and separated. No adverse events were reported by the user. No additional information is available.

Manufacturer narrative:
(B)(4). The manufacturing documentation was reviewed for this device. There were no non-conformances or deviations that could contribute to this failure. The device passed all functional testing prior to release. According to the event description, the device was also functional during the operation check prior to the procedure and during the first patient insertion. The returned wire was received by volcano with multiple kinks and bends in the hypotube portion of the wire. These are believed to be a result of handling during the return shipment process. During microscopic visual inspection, a small crack was found in the proximal end of the sensor housing and an approximately 0.3mm x 0.3mm portion of the pressure sensor diaphragm was observed to be crushed and separated. This model has a straight tip but the device was returned with a u shape tip indicating shaping by the user. A cracked sensor housing and crushed sensor are commonly observed as a result of improper tip shaping. Likely, the tip shaping activities cracked the sensor without causing complete breakage. Once the device was inserted into the patient, the device encountered conditions that cause further damage to the weakened sensor. The IFU provides the following guidance: "if indicated, shapeable guide wire tip, may be carefully shaped using standard tip shaping practices. For best results, shape the tip in the direction of the sensor housing opening. Do not use a shaping instrument with a sharp edge." And "do not use product, which has been damaged in any way; which may result in vessel damage, inaccurate pressure and/or flow measurements and/or poor torque response." This event is likely due to user handling in a manner contra-indicated by the IFU. No adverse events were reported by the user.